Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the missing glue at around the distal end lenses is traced to component failure due to degradation. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodeno videoscope to the service center for a separate issue. However, during the device analysis the distal end lenses were found to have missing glue. There was no patient involvement reported.